Event description:
Sorin group received a report that during a procedure, visual alarms were intermittently displayed on the stockert s5 system. There were no audible alarms or pump stoppage as a result. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.